Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 3 proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, no suture was present when the proglide plunger was removed. Two additional proglide devices were used with the same results. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the aaa procedure was completed. The knots of the two successfully preplaced proglide devices were tightened, but hemostasis was not achieved. A surgical cutdown and suturing were performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.